Manufacturer narrative:
Medwatch sent to FDA on 06/01/2016. The events of seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device will not be returned and is therefore unavailable for analysis. Device labeling addresses: based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Health professional reported right side removal and replacement due to "late seroma." Company representative reported on behalf of physician, "sent seroma fluid and capsule tissue to pathology to test for alcl" and the doctor "reported the test came back positive." Company representative additionally reported, on behalf of physician "disease showed on pathology in seroma fluid and in capsule. Partial capsulectomy was done intraop and implant was replaced." Pathological markers to confirm alcl have not yet been received. Event will be captured as lymphoma at this time.

Manufacturer narrative:
Concomitant products: krill oil capsules, vitamin c, calcium, vitamin d, magnesium, zantac, multi-vitamin.

Event description:
Pathological markers to confirm alcl have been received.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Event description:
A patient representative reported right side pain and patient ¿suffered severe injuries and harms that resulted from implantation of allergan¿s natrelle style 410 breast implants¿ and patient ¿suffered and will continue to suffer severe physical injuries, pain and suffering, emotional distress, mental anguish, economic loss, future medical care and treatment, lost wages, lost future earning capacity, and other damages [¿]¿ and the injuries ¿are permanent and continuing in nature, required and will require medical treatment and hospitalization [¿]¿.